Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12901. It was reported that the patient experienced discomfort in the shoulder area and was scheduled for a pocket revision of the implantable cardioverter defibrillator on (B)(6) 2021. Prior to the procedure, it was noted that the right ventricular lead exhibited loss of capture and the lead was subsequently extracted and replaced during the procedure. The device was also repositioned successfully. The patient was in stable condition and was discharged from the hospital.